Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) has not felt well since his device was implanted and experienced a syncopal episode. This patient also complains that he is not satisfied with the care his following phyisician is providing.